Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the atrial lead were both replaced. The rv lead and atrial lead needed to be revised due to high thresholds. It was suspected that the patient is a twiddler and was responsible for the rv and atrial lead dislodgement. The surgeon decided to explant and replace both rv and atrial lead intra-operatively during a replacement procedure for a device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.